Manufacturer narrative:
Exact date unknown, event occurred in 2020.

Event description:
It was reported that the patients ipg was non functional. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned.